Manufacturer narrative:
Concomitant products: product ID 377860, lot # v017382, implanted: (B)(6) 2007, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 377860, lot # v017382, implanted: (B)(6) 2007, product type lead; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Event description:
The patient¿s daughter reported the patient went to turn on the device and the pain stimulation automatically turned the dosage up on its own and gave the patient a feeling of being shocked by the device. If additional information becomes available, a follow-up report will be submitted.